Event description:
The customer reported that prior to use on a patient they were unable to get a trigger on the iabp. They felt that there were no issues with the iabp and stated that "the patient was essentially dead." They were trying to put the iab catheter in during the patient's cardiac arrest and had no patient signals to work with, as the patient had already expired. The customer has indicated that they do not attribute the patient's death to the event, but rather to their critical condition.

Manufacturer narrative:
The company representative evaluated the iabp. The iabp was found to be operating according to factory specifications. It functioned normally and was returned to the customer. (B)(4).